Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy xd was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The device was removed from the patient's body and it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 2.25 x 32mm synergy xd was advanced for treatment. However, during the procedure, the device failed to cross the lesion. The device was removed from the patient's body and it was noticed that the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications nor injuries reported.